Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were numerous suture needles that have been broken in half during use. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eleven devices, ten of which were sealed, representative samples. The visual inspection of the opened product noted one needle and one suture. No abnormalities were noted; the needle was intact and undamaged. A tactile and microscopic inspection of the sealed sutures and foils was performed with no abnormalities. A bend moment test was performed on the sealed samples and they were found to meet the specifications of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.